Event description:
Event description guidant received information that a patient with a cardiac resynchronization therapy defibrillator (crt-d) presented 3 months post implant with shocking lead impedance higher than expected as compared to measurements at implant. Diaphragmatic stimulation is reported with lv lead. It is reported there are nonspecific problems with the atrial lead.